Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with scoliosis spinal therapy at t4-l2. It was reported that the benders are worn out and need replacing. The device will be replaced and will be returned for analysis. There was no fragment left inside the patient. There were no patient symptoms. There were no further complications reported regarding the event.